Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 177 (mg/dl). The customer was able to clear the alarm and resume insulin delivery. Reportedly the customer would continue to use the pump for insulin therapy.